Event description:
Customer was admitted to hosp for low blood glucose. Checked programming. Customer blacked out from seizures. Family member stated that they had left the battery out of the pump for months. States that the pt does not feel comfortable using the pump and has not used it for months.